Manufacturer narrative:
The device and the lens were returned separate inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. There was no damage observed to the device. The lens was returned underneath an identification sticker, affixed to an implant reply card. Viscoelastic and adhesive was observed on the lens, once the lens was removed to be examined from underneath the sticker. One haptic has dried in a bent position. The lens was cleaned with lphse to further assess. A fold test was conducted using folding tweezers. The lens folded and unfolded with no abnormalities observed. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the complaint of "folding issue during prep when engaged by plunger" cannot be determined. The preloaded lens and the device were returned separately. The position of the lens in relation to the plunger while inside the delivery system during advancement cannot be determined. The plunger was retracted upon return. Information in the file indicated that during prepping, the lens wasn¿t folding correctly, but the decision was to try advancing it anyway, and that¿s when patient contact occurred and a new lens was requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens did not fold correctly when engaged by injector. There was patient contact, but no patient harm. Additional information was requested.